Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® push button blood collection set malfunctioned as "the tube is pushing off the needle." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated along with retain samples and the customer's indicated failure mode for tube push off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was observed. Based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd vacutainer push button blood collection set malfunctioned as "the tube is pushing off the needle." There was no report of exposure, injury or medical intervention needed.